Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate which resulted in an empty cartridge alarm annunciating. Reportedly, the customer replaced the cartridge and continued insulin therapy. Customer's blood glucose was 153 mg/dl.